Event description:
Upon introducing catheter into kidney for a nephrostomy, the white hub fell off. A wire was inserted into the catheter to exchange for a new catheter. The catheter began to break apart into small pieces upon removal (1820334-2013-00267). Fragmented pieces of catheter were retrieved from the kidney. Another cook drainage catheter was used to complete the procedure.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Without the complaint device a definitive root cause cannot be established. Based on the event description the most likely scenario is that the catheter became caught on patient anatomy. The catheter subsequently separated when the withdrawal force exceeded the design. Quality control verifies the surface of the catheter is clean and free of damage. The strength and elongation of a sample each lot of tubing are verified as well. We are unable to determine exactly what led to this failure mode. There is insufficient information to establish a root cause. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.